Manufacturer narrative:
Block b3: exact date unknown, event occurred in august 2024. Additional suspect medical device component involved in the event: product family: m365sc8216700, upn: m365sc8216700, model: sc-8216-70, serial: (B)(6), batch: 15085515,

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent an explant procedure and was doing well postoperatively. All explanted devices were discarded by the medical facility.